Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 505mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. The customer stated that they spoke with their health care provider prior to going to the emergency room, and they were advised to disconnect from the insulin pump. Customer was treated with intravenous fluids and insulin. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.